Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump was behaving abnormally and that the pump would stop when connected to the power module, but would operate without issue while on batteries. Occasionally, the yellow battery voltage advisory alarm would occur while on batteries. Additional information received by the manufacturer advised that the patient remains on batteries with no further alarms. The patient is not an exchange candidate and is a do not resuscitate, has dementia and is on hospice.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.